Manufacturer narrative:
H10 - related report numbers- (B)(6). No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the extension set exhibited a leakage. A continuous infusion rate of 2.2 ml/hour was programmed, with a total reservoir volume of 101 ml (2.8 ml left in the pump when disconnect) and 98.2 ml was given. There was patient involvement, no patient injury was reported.